Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap roux-en-y procedure, the surgeon went to toggle for the first time and the needle fell out. He then loaded a second load and same thing happened. Once they opened a new handle and loaded, surgeon had no issues. The needle fell into the patient cavity but retrieved with a grasper. Current patient status is fine with no injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of500cc or more. Surgery time was not delayed by more than 30 minutes.